Event description:
While the physician was attempting to place a pulmonary artery (pa) catheter, the balloon on the pa catheter ruptured. When asked to deflate the balloon, the syringe would not draw back air, but rather blood returned to the syringe. The physician removed the pa catheter. The patient remained stable throughout entire incident and has shown no signs of complications or problems since.